Manufacturer narrative:
Concomitant product: product ID 3389s-40, lot# unknown, product type lead. (B)(4).

Event description:
It was reported that the during a state 2 deep brain stimulator (dbs) procedure, everything was implanted and they were getting high impedance values when testing against implantable neurostimulator (ins). The patient had one lead placed in (B)(6) 2014 with stage 1. At the time of the report they disconnected and reconnected and everything was still high. When testing on the lead directly with a twistlock and external neurostimulator (ens) they were getting the following, at 3v 01 had 7971 ohms, 02 had 20497 ohms, 03 had 13715 ohms, 12 had 18880 ohms, 13 had 13660 ohms, and 23 had 23429 ohms. An attempt to stimulate was done on 0 and 1 at 1v, 60us, and 135hz for 1 minute to see if they would go down further, and got the following electrode values: 01 had 7346 ohms, 02 had 20230 ohms, 03 had 13191, 12 had 18766 ohms, and 23 had 22912 ohms. An attempt to stimulate 2 and 3 at 1v for one minute got the following values: 01 had 7562ohms, 02 had 20633 ohms, 03 had 13135 ohms, 12 had 19471 ohms, 13 had 13477ohms, and 23 had 23082 ohms. There was no physical lead damage. It was noted that everything would be connected and closed up to see if it resolved in postop. During the patient¿s first post-op visit impedances continued to be high, electrode impedances were tested at 3v. C0 had 14396ohms, c1 had 11426 ohms, c2 had 12048 ohms, c3 had 13518 ohms, 01 had 18518 ohms, 02 had 19574 ohms, 03 had 21031 ohms, 12 had 17879 ohms, 13 had 17482 ohms, and 23 had 15793 ohms. The patient was programmed with c+1-, 2v, 60pw, 130hz after stage 2 implant at the hospital. It was noted that during stage 1 the patient was doing better than stage 2. The ins was implanted left subthalamic nucleus (stn). It was indicated that the patient needed more control of their right hand tremor. The right hand ring finger continued to tremor. The voltage was increased to 2.5v, the patient had coke in his hand, and their tremor improved.the voltage was increased was increased to 3.9v the right arm tremor was much improved. Eighteen days following the initial report information was received indicating that impedances were still high. The week prior the patient was getting good tremor control and that the following week the clinician increased the settings and they were getting very good results. The patient received good therapy and got tremor control for a bit and then it came back. The settings were c+1-, 15k and it was used currently and c+0-, 18k. Contact 0 was on the edge of target and contact 1 was optimal. Direct combinations were tried. The rate had already been increased from 140 to 185. Combination c0 as well as increased pulse width, 90 to 120, but this was worse for the patient. Amplitude was increased from 2.8v to 3v and this was worse for the patient. The patient had trouble with blood pressure medication and their vision was ok. At 2.8v, 90pw, 185 rate at c+1-, arm control was better but not great. Initially mild but then got worse as call went on. The initial program was good and then after a period of time it came back. The patient was left at 2.8v , 90pw, rate of 185 and c+1+ and would be back in the clinic the following week. Impedances were as follows: 01 had 21768 ohms, 02 had 27000 ohms, c2 had 160000 ohms, c3 had 12000 ohms but out of target. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the revision as scheduled for (B)(6) 2014 due to the high impedance issue and no therapeutic benefit. The plan was to replace the implantable neurostimulator (ins) first and test impedance. If it continued to show high impedance then they would replace the extension. If that continued to show high impedance then they would replace the lead. It was further reported 11 days later that lead was tested at 3.0v and the values were: 01- 7971, 02- 20497, 03- 13715, 12- 18880, 13- 13660, 23- 23429. The lead revision was moved up to (B)(6) 2014. The high impedances did not resolve. The cause of the impedance issue was determined and it was device related. The lead was removed and replaced with a new lead. The patient was doing well and they received effective therapy. All impedances were within normal range.